Event description:
Additional follow-up revealed during surgical intervention on (B)(6) 2015, the patient's model 3228 lead was explanted and replaced with a new one. The patient reported effective stimulation coverage postoperative.

Event description:
It was reported the patient complains that her stimulation is not reaching her toes and she is having increased pain. Reprogramming was unable to resolve the issue. The physician advised the patient to turn her stimulator off for 1 month to determine if it helps. Follow-up information revealed the patient will undergo a re-trial as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the re-trial was attempted, but was unsuccessful due to scar tissue. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the patient's paddle lead was repositioned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.